Manufacturer narrative:
Product ID: 3889-28, lot# va03acn, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient has had urinary issues for approximately two years and received a sacral nerve stimulating device but was still having urinary issues. It was noted that before the device, the patient was urinating nightly every 15 to 30 minutes and since the implant it went to four to five times a night. It was noted that for the past three days, the patient was getting up to urinate ¿way over five times.¿ it was noted that the device was reprogrammed approximately two week prior to reporting. It was noted the patient was adjusted to be on program 3 at 5.9. It was noted that afterward the patient noticed a burning sensation and thought the setting was too high, so she decreased the stimulation. It was noted that after decreasing, the stimulation on program 3 from 5.9 to 5.6, the patient had urinary issues. It was noted that the patient did not feel the stimulation sensation all the time. It was noted that the patient was not able to adjust stimulation. It was noted that the patient then switched to program 4 at 6.0. Additional information received reported that the patient had some good days and some not so good days. It was noted that the patient was up four to five times last night. It was noted that the patient was currently on program 4 and was not having an issue. Additional information received reported that the patient experienced a burning sensation in her vagina. It was noted that this occurred following a positional change. It was noted the patient did not get much sleep last night and was nervous. It was noted that the patient stated that before she had been burning, she put it on program 4. It was noted that the patient was at 6.8 volts on program 4. It was noted that the patient stated that she was at 8. It was noted that the patient said that the stimulation did not burn all the time; it did when she was sitting or lying down. It was noted that if the patient went any lower, she would not get benefit. It was noted that the patient was at 6.9 volts and then went to 6.8 volts followed by 6 volts and did not want to go to 5 volts because then she would not get any benefit. It was noted that the patient had been on all four programs. It was noted that the patient had to go in once or twice when she first began to get it adjusted. Patient stated when she got up ¿and there were no numbers.¿ additional information received reported that no diagnostics were performed. It was noted that no malfunctions were seen, the stimulation was turned up too high. It was noted that no intervention was planned aside from decreasing the stimulation level. It was noted that the office handled the issue. Additional information received reported that the patient needed assistance with her patient programmer. It was noted that the person telling the patient how to use the programmer did not finish telling her how to use the device. It was noted that the patient was on program 1 at 2.9 volts and had a lightning bolt. It was noted that the patient thought it was program 3. It was noted that the patient stated that all the numbers were up and she was able to see that it was working; was not able to before calling. It was noted that the patient was going to leave it at 2.9 volts and will adjust it if needed. It was noted that the patient did not feel the sensation she felt every now and again when changing position at the time of reporting. It was noted that the caller reported a shocking sensation in her vagina that happened every now and again. It was noted that the patient was unable to recall if this occurred when she changed positions. It was noted that it happened when she was sitting and also when she was in bed. It was noted that the patient stated that she had been on program 3. It was noted that the patient had a follow-up appointment with her health care professional (hcp) eight days prior to the additional report and was scheduled to go again in four weeks. It was noted that caller education of the patient programmer resolved the issue regarding the patient programmer and checking settings.